Event description:
Reporter indicated that he received multiple software migration errors while attempting to upgrade his vns therapy handheld programming software from version 7.0 to version 7.1. Handheld and software were not sent in for product analysis. Good faith attempts to obtain further information have been made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.